Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ywqz, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturers representative reported that the patient was infected and the pocket incision opened up. The device was exposed and it had to be removed. The doctor saw the patient in the office complaining of incision pain and oozing. The device was explanted. The issue was resolved at the time of report. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.